Event description:
It was reported that the patient was seen in the emergency room due to a possible shock. Interrogation of the device indicated that the patient did not receive a shock. The reporter attempted demonstrate the alert tones however, the tones were not audible for any of the options. The physician and the reporter could not hear any alert tones. There was no intervention. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.